Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failed water leak test due to cut in video cable. The most probable cause of the complaint was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a dark image. This issue occurred during the inspection at the time of setup, before the patient entered the room. There were no reports of patient involvement.